Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report partial clip movement, medical intervention and prolonged hospitalization. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. On (B)(6) 2020, one clip was successfully deployed, reducing mr to 1. On (B)(6) 20201, the patient returned for a follow up visit and imaging showed mr increased to 3. The patient was readmitted to treat the recurrent mr. During the second procedure it was discovered that the initial clip partially moved. A clip was deployed to stabilize the partially moved clip and to reduce mr. One additional clip was implanted, reducing mr to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported partial clip movement. The recurrent mitral regurgitation (mr) appears to be related to the partial clip movement. Mr is listed in the instructions for use as known possible complication associated with mitraclip procedures. The reported hospitalization and additional therapy/non-surgical treatment were results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a.